Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that unstable thresholds and no capture were noted on the right ventricular (rv) lead post operatively. It was noted the lead had pulled back, however due to patient anatomy the lead could not be advanced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.